Event description:
My son is type 1 diabetic. We use dexcom g7 glucose sensor. In the morning of (B)(6) 2025 his g7 score was 135 at 7 am by the time of 7:20 am his score started double arrow down going down showing already low (37) my son started crying, he complained about stomach pain and feeling dizzy, I end showering lots of glucose gummies and spraying emergency glucose spray baqsimi. Then his sugar finally starts going up 80+. At this point I finger stick to verify his blood sugar it was 155, while g7 showed within the app 80. That's 75 points difference and could possibly kill somebody. That was my first low sugar and I end calling my endocrinologist to report it and find ways on how to prevent it, but there is no way of preventing g7 showing wrong information.